Event description:
It was reported that the device failed its self-test with a "pacer comm error" and a "defib comm error." The device was not used on a pt at the time. The problem was discovered during the user's routine testing of the device.

Manufacturer narrative:
MFR's eval summary: the device is an automatic external defibrillator (AED) and the actual device involved was returned for eval. Testing confirmed the complaint. Investigation isolated the problem to an ic chip socket was not making proper electrical contact with the chip inside it. To correct the malfunction, the circuit board associated with the chip socket was replaced. The malfunction that is the subject of this complaint is the same as that for the recall. The repairs made to correct the complaint fulfill the recall action for this device. Unrelated to the complaint, and before any repairs were completed, testing found that the defib charge time was just outside of spec. The effect of this is that the time taken to deliver therapy is potentially one to two seconds longer than typical. This does not present a risk to pt safety. After all repairs were completed, the device passed acceptance tests and was shipped back to the customer.